Event description:
It was reported that the autopulse device displayed wide range on load plate. Additional information was received indicating that the autopulse was used on a cardiac arrest, however it was through review of the archive that user advisory 07 (discrepancy between load 1 and load 2 too large) was noticed. It was also reported that the autopulse was not working properly and had a continuous failure. The crew attempted to resolve the error, however the crew had to revert to manual CPR. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates there was no damage to the platform. Customer's complaint of user advisory ua07 was confirmed. Archive data indicated multiple user advisory 07 messages. No other issues were found in the archive. Functional testing was performed and the board passed. Probable root cause associated with this event could have been attributed to defective load cell module.